Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when opening the plastic packaging of the catheter during implant, the plastic had gone off the track, opened at a slant and created a small hole that pulled the sterile insides from the packaging. The catheter was not used. No patient involvement has been reported as a result of this event.